Manufacturer narrative:
(B)(4). Evaluation of the incident electrode did not confirm the customer's report that the insulation sheath came off. Inspection found eschar on the blade and the blue insulation scratched and torn. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, it should be discarded.

Event description:
The customer reported that the insulating sheath came off during use. The material disengaged, fell into the patient cavity and was retrieved without injury to the patient.